Event description:
The pt underwent therasphere treatment to the right lobe of their liver in 02-2002 and received 154 gy. In 03-2002, their treatment was completed with the left lobe infusion of 128 gy. Both procedures went well and the pt ws discharged to home in stable condition each time. In 4-2002 CT showed disease progression with increase in size of hepatic lesions. Pet scan from 5-2002 revealed partial improvement in the liver, but disease progression in the mediastinum, area near the thoracic spine, base of the skull and to the left of l5. Another sign of disease progression was the cea increase from 35.3 ng/ml in 03-2002 to 56.2 ng/ml on 04/2002. The pt expired in 2002. This death is not related to therasphere treatment; it is due to hepatic and extrahepatic disease progression.